Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient experienced shortness of breath, went to the hospital and deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiac arrest.